Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. Technical services advised some programming options. The sensing vector has now been changed from primary to secondary. Later, the patient had another inappropriate shock due to oversensing. The system was programmed off. The doctor may implant a trans-venous system. This is considered a serious injury as intervention was required. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. Technical services advised some programming options. The sensing vector has now been changed from primary to secondary. Later, the patient had another inappropriate shock due to oversensing. The system was programmed off. The doctor may implant a trans-venous system. This is considered a serious injury as intervention was required. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. Technical services advised some programming options. The sensing vector has now been changed from primary to secondary. Later, the patient had another inappropriate shock due to oversensing. The system was programmed off. The doctor may implant a trans-venous system. This is considered a serious injury as intervention was required. There were no additional adverse patient effects.